Event description:
It was reported that an alarm 2 occurred due to an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to take several steps, including disconnecting and reconnecting the tubing and delivering boluses to address the occlusion. The customer was advised to replace supplies as needed and resume insulin. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.